Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2015. The patient had to run to the restroom every 40 minutes to 1 hour. The patient's therapy was not on. The patient's device was turned off and they had no idea. The patient had been traveling and assumed it shut off as they passed through security at some point. The patient was instructed to turn the therapy on and the return of symptoms had been resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.